Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, problem was that it is not easy to close up the main incision at the end of phacoemulsification due to fluid leakage from the incision. Surgeon preferred a large main incision.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician stated that after laser assisted cataract surgery, a hemorrhage occurred. There was no problem noted during the laser portion. Traditional phacoemulsification was performed. The physician stated that during phacoemulsification, the main incision was easily opened and phacoemulsification was easily performed. During irrigation/aspiration process, liquid leak occurred. The physician stated that while finishing phacoemulsification, the main incision was closed. According to the physician, there was no harm on the patient.